Event description:
Customer reported that he was hospitalized twice in one day due to high blood glucose and dka. Customer stated that he went to the hospital because he had stomach pain and his blood glucose was over 300 mg/dl. Customer stated that he was treated and released. Customer stated that later the same day paramedics were called because his blood glucose was 760 mg/dl and they took him back to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.